Event description:
It was reported that the patient's last follow-up visit device battery voltage measured 2.89 v. Two weeks after the follow-up, the device triggered elective replacement indicator. The device was explanted and replaced. It was also reported that the ventricular and atrial leads had elevated thresholds. Both leads remain in use. No patient complications have been reported as a result of this event. It was additionally reported that the device reached elective replacement indicator due to high battery impedance.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed, and calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery impedance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient's last follow-up visit device battery voltage measured 2.89 v. Two weeks after the follow-up, the device triggered elective replacement indicator. The device was explanted and replaced. It was also reported that the ventricular and atrial leads had elevated thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.